Event description:
The physician attempted to stent dissection of the external iliac artery with the wavemax stent. During insertion, the stent stuck to the distal end of the 6 french introducer sheath. The physician attempted to remove the stent, but the stent dislodged off of the delivery system and was partially in the soft tissue around the common femoral artery. He then attempted to remove the sheath and delivery system together, but the stent remained partially in the artery and partially in the soft tissue. A small incision was made in the groin and the stent was removed via surgical forceps. A 7 french introducer sheath was inserted and the physician successfully deployed a second stent. At last report, the pt had been discharged from the hosp.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.